Event description:
Patient underwent a tendon graft of the right digits; the procedure lasted three hours. Intraoperatively, a blister was noted, measuring 3cm x 4.5cm to the exposed tendon. Tendon was debrided, however, the physician was unable to debulk the flap due to the degree of the burn. Patient scheduled for another surgery as a result. Per physician, the burn to the tendon was caused by the overhead lights. Before noting the blister, the intensity of the light was at "full" setting. When the blister was noted, it was decreased to an intensity of 4. Biomed's test of the light showed an 89 degree f. Environmental engineering's test around the light showed reading of 114 degrees f.